Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02595. It was reported that intermittent loss of capture was observed on the electrogram. Programming changes were made. The patient was fine.